Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that torsion and tensile stress might have been locally applied on the tip of the subject sion guide wire while the wire tip formed a loop and was trapped due to anatomical conditions and/or the calcified lesion. Consequently, the guide wire was fractured. It was concluded that this event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe the movement of this product within the blood vessel. Before moving the guidewire or applying torque pressure, confirm and monitor the movement of the tip under fluoroscopy. Do not move this product or apply torque pressure without confirming the movement of the tip corresponding to the guidewire. Failure to do so may result in damage to this product or injury to the blood vessel. Also, confirm that the tip of the guidewire and its position within the vessel are visible during operation of this product. Do not push this product with force sufficient to feel resistance, twist it spirally, pull it, or apply pressure. Applying pressure or force against resistance may cause damage to this product, tip fracture, or direct vascular injury. Resistance may be observed as twisting or distortion of the tip under fluoroscopy. If tip detachment is detected, do not leave the tip in the detached position. Failure to do so may result in guidewire damage. Determine the cause of resistance under fluoroscopy and take necessary corrective measures. If resistance due to spasm is felt, or if bending of the guidewire or trapping is felt during manipulation or removal of the product within the vessel, stop using the product and the procedure. Determine the cause of the resistance under fluoroscopy and take necessary corrective measures. Excessive movement may cause the product to break or fracture, resulting in vascular injury or residual fragments in the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi sion guide wire was used during a percutaneous coronary intervention (pci) to treat a calcified chronic total occlusion (cto) in the right coronary artery (rca). During the procedure, when the sion guide wire entered the lesion, the distal end of the guide wire formed a loop and became incarcerated in a branch of the rca. Significant resistance was encountered when pulling the guide wire, which failed to be withdrawn. Despite multiple gentle and repeated attempts with the support of a balloon and a microcatheter, the guide wire remained trapped. Repeated traction resulted in partial fracture of the guide wire in the rca. The procedure was terminated and conservative management was performed. It was informed that the patient had no chest pain and dyspnea during or after the operation, and no significant changes were observed on the electrocardiogram. After the procedure, the patient was discharged.